Event description:
It was reported that the medical oncology department encountered an incident today while using a posiflush sp syringe (reference (B)(4)). During injection, the 0.9% nacl contained in the syringe spilled out and onto the patient. Upon inspection of the syringe, the nurse noticed a break in the luer lock tip of the tubing. Additional information on 27-october-2025: the break is indeed at the level of the posiflush syringe at the tip.

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.